Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the system was stuck at the care fusion screen. A technical support specialist (tss) stated that the customer mentioned as the screen was back to normal while on the call, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck at blue carefusion screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.